Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported while using the 51sd as the camera port, the gasket was torn after several insertions of the ten millimeter camera shaft. A second 512sd was used to finish the procedure. There was no consequence to the pt.